Event description:
Complainant alleged that the medics were attempting to monitor a patient (age and gender unknown) who was presenting a bradycardia heart rhythm, but the device powered off. The medics then replaced the device battery, but again the device powered off without a "low battery" message being displayed on the device screen. The medics then obtained another device to treat the patient. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the malfunction was unable to be duplicated subsequent to the event.